Manufacturer narrative:
Date of implant: estimated.

Event description:
It was reported that severe aortic stenosis was observed. In 2016, a 23 mm lotus valve was successfully implanted. The patient has been on anticoagulant therapy since implant. In (B)(6) 2020, the patient experienced a femur fracture which required urgent surgery. During evaluation, degeneration of the valve and untreated severe aortic stenosis was noted. At the time of reporting, the medical team is considering proceeding with a valve in valve procedure with a 26mm non-bsc valve.